Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A product liability lawsuit was received through a watch service. The lawsuit alleges the following: on or about (B)(6) 2005, the patient¿s deltec low profile port a cath, item number 21 4034 24 and lot number m21192, was explanted due to a catheter component of the implanted port having fractured and embolized, migrated through the heart, and lodged in the left descending pulmonary artery. The device was implanted for the purpose of administering chemotherapy as treatment for breast cancer on or about (B)(6) 2005.